Event description:
During a shoulder arthroscopy procedure, the cannula being used cracked, and a portion of the cannula broke off in the pt's shoulder. It was also reported that all pieces were removed without injury.